Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Event description:
It was reported by the clinical specialist that the intraclude aortic device, icf100 balloon failed due to a believed needle stick after placement. No patient injury was reported.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. An attempt was made to inflate the balloon and two small pin holes were found on the balloon. The reported pin holes in the balloon can have multiple possible root causes. Manufacturing records were reviewed and no indications for a manufacturing defect were found for this lot. These pin holes were not detected during the preparation of the device before use. It is highly unlikely that the reported event was caused during the manufacturing process. From reviewing the complaint the pin holes in the balloon were most likely not present during the preparation of the device. A needle stick to an inflated balloon most likely would cause the balloon to burst and not have two pin holes. The pin holes in the balloon cannot be determined. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. The IFU contains the appropriate instructions on how to use the device safely. A CAPA and pra will not be initiated for this complant. Trends will continue to be monitored through the edwards quality system.